Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product could not be returned.

Event description:
Minor bleeding from cuts on right side of cheek [haemorrhage]; cuts on face on right side of cheek [laceration]; brushhead came off during use and the metal at the top of the brush made two small cuts on right cheek [injury associated with device]; brushhead came off during use / brush head will not stay on toothbrush / brush part of the mechanism now flies off of the main body of the toothbrush [device breakage]. Case description: a (B)(6) male consumer reported via phone on (B)(6) 2017 that he had an oral-b power rechargeable toothbrush handle professional care 4729 from 2003, and the oral-b brushhead, version unknown came off during use and he obtained two small cuts on his right cheek from the metal at the top of his toothbrush; he also had minor bleeding from the cuts on the right side of his cheek. The consumer explained that the mechanism was good, and the toothbrush accepted a full charge and worked well. He reiterated that the brush head just came off/the brush would not stay on the toothbrush. He explained that he applied ointment to the cuts, and the bleeding and cuts recovered after a day or two; no medical attention was sought. He used the toothbrush 3 times a day, and this was not the first time he had used this particular version of toothbrush. The case outcome was recovered. Other relevant history: allergies - seasonal allergies. No further information was provided. Received 07-apr-2017 received consumer's follow-up e-mail: the consumer reported that he'd had a number of years of excellent performance by his braun professional care electric toothbrush (type 4729). He explained that the brush part of the mechanism now flies off the main body of the toothbrush revealing the 1 inch metal attachment piece which had twice cut his face. He stated that at first he thought it might have been a problem with the brush attachment, but after replacing the brush head with a new one, it continued to fly off. The case outcome remained recovered. No further information was provided. Received 20-apr-2017 received follow-up phone call with consumer: the consumer reported that he still had the toothbrush but wasn't sure if he had any unused brush heads; he thought there might be a used brush head on it now. He stated that he would be happy to send in the toothbrush and anything else he had. He noted that the motor in the handle still worked fine, but the brush head flying off was not expected. Then when it happened with a second brush head, he knew there was a problem. The case outcome remained recovered. No further information was provided.

Manufacturer narrative:
On (B)(6) 2017 product investigation results: the reporter returned one toothbrush head used with suspect handle on (B)(6) 2017. The analysis done with the consumer return confirmed a non-pg refill. The product was not manufactured under p&g control. The delivered handle is a pg product and according to specifications.

Event description:
Minor bleeding from cuts on right side of cheek [haemorrhage], cuts on face on right side of cheek [laceration], brushhead came off during use and the metal at the top of the brush made two small cuts on right cheek [injury associated with device], brushhead came off during use / brush head will not stay on toothbrush / brush part of the mechanism now flies off of the main body of the toothbrush [device breakage]. Case description: a (B)(6) male consumer reported via phone on (B)(6) 2017 that he had an oral-b power rechargeable toothbrush handle professional care 4729 from 2003, and the oral-b brushhead, version unknown came off during use and he obtained two small cuts on his right cheek from the metal at the top of his toothbrush; he also had minor bleeding from the cuts on the right side of his cheek. The consumer explained that the mechanism was good, and the toothbrush accepted a full charge and worked well. He reiterated that the brush head just came off/the brush would not stay on the toothbrush. He explained that he applied ointment to the cuts, and the bleeding and cuts recovered after a day or two; no medical attention was sought. He used the toothbrush 3 times a day, and this was not the first time he had used this particular version of toothbrush. The case outcome was recovered. Other relevant history: allergies - seasonal allergies. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he'd had a number of years of excellent performance by his braun professional care electric toothbrush (type 4729). He explained that the brush part of the mechanism now flies off the main body of the toothbrush revealing the 1 inch metal attachment piece which had twice cut his face. He stated that at first he thought it might have been a problem with the brush attachment, but after replacing the brush head with a new one, it continued to fly off. The case outcome remained recovered. No further information was provided. On (B)(6) 2017 received follow-up phone call with consumer: the consumer reported that he still had the toothbrush but wasn't sure if he had any unused brush heads; he thought there might be a used brush head on it now. He stated that he would be happy to send in the toothbrush and anything else he had. He noted that the motor in the handle still worked fine, but the brush head flying off was not expected. Then when it happened with a second brush head, he knew there was a problem. The case outcome remained recovered. No further information was provided on (B)(6) 2017 product investigation: the suspect product in this case was used with a toothbrush head that was confirmed to be counterfeit.